Manufacturer narrative:
The insulin pump was received with unresponsive down arrow button due to corroded keypad trace. No button error alarm and no vibration anomaly noted during our testing. The insulin pump has minor scratched display window, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported that the customer received a button error alarm from his insulin pump. The customer's blood glucose level was 117 mg/dl. Standard troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).